Event description:
The patient reportedly experienced a loss of lock with her internal device. The patient's internal device was explanted. The patient was re-implanted with another advanced bionics device.